Event description:
Healthcare provider calling to review patient transmission from (B)(6) 2023. Patient appears to have oversensing and undersensing on the atrial channel. They also appear to have undersensing on the ventricular pacing to occur. Sensitivity on the ventricular lead is the most sensitive setting possible. Patient has irregular r waves. Suggested performing a complete lead evaluation on both leads, including isometrics, and positional changes to see if they affect the p and r wave measurements. Also suggested programming sensing to unipolar to see if that helps the sensing at all. Unknown if patient is symptomatic. Healthcare provider was going to relay suggestions to physician. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5119381.